Manufacturer narrative:
Batch review performed on 24 september 2018; lot 178766: (B)(4) items manufactured and released on 12 april 2018. Expiration date: 2023-04-02; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee on (B)(6) 2018. On (B)(6) 2018 the patient fell and fractured her lateral tibial plateau. The surgeon revised the insert and tibial tray . On (B)(6) 2018 the patient came in due to signs of infection. The surgeon washed out the knee and swapped the liner. The surgery was completed successfully.